Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to faulty electrode pads. The electrodes were scrapped after investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the associated defibrillator prompted a "plug in cable message -- inappropriate" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.